Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported he received a unknown low reading on his adc blood glucose meter, and went to the emergency room where he had a "high reading of 280 to 290 mg/dl" (customer was unable to recall adc reading or date/time of the event). The customer further reported he was given oral medication to lower his blood sugar in the emergency room, but did not know what medication(s) he was given. He stated he was tested again using the ER's meter with a reading "around 160 to 165 mg/d" (time not provided). The customer declined to provide any further information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1520309 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.